Event description:
The patient had no stimulation sensation. There was no known accident or incident related to the event. The battery voltage was at 2.89v. Impedances were checked and all impedances except for one were within normal range. Additional information has been requested, a follow-up report will be sent if additional information becomes available.